Event description:
It was reported that the pt's vns generator could not be interrogated and the pt was being referred for vns replacement. A battery life calculation was performed that estimated that the generator was likely at, near, or past end of service. Attempts to confirm this with the physician have been unsuccessful to date. No adverse events have been reported.